Manufacturer narrative:
The d905 eos phisio oxygenator (catalog number 050512, lot 1612190034) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050512 is similar to the d905 eos phisio oxygenator 050510, which is distributed in the USA, for which the device identifier is (B)(4). Initial reporter telephone number: (B)(6). The age of the device was calculated as the time elapsed from device sterilization and the date of event. (B)(4). The product item 050512 is not distributed in the USA, but it is similar to the d905 eos phisio hollow fiber oxygenator (050510), which is distributed in the USA (510(k) number: k043323). Sorin group (B)(4) manufactures the d905 eos phisio oxygenator. The incident occurred in (B)(6). Per exemption number e2016005. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been returned to sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) received a report that an increase of the pre-membrane pressure of the with d905 eos phisio oxygenator was observed during a cardiopulmonary bypass procedure. The customer reported that the pressure slowly rose through the case. The patient was given nipride to reduce the pressure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d905 eos phisio oxygenator. The incident occurred in (B)(6). Per exemption number e2016005, (B)(4). The involved device was returned to sorin group (B)(4) for investigation. During visual inspection, no visible defects were noted. The device was tested in order to evaluate the pressure drop in standard conditions. No device malfunction was identified during this testing. The device was found to be conforming to manufacturer specifications. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not determined. However, a possible root cause is transient undesired cellular activation.